Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up noise on the right atrial (ra) lead was observed. Additionally, there were low amplitude measurements and low, out of range impedance measurements on the ra lead. As a result, insulation damage was suspected. It was also noted, the estimated longevity of the device had decreased. Boston scientific technical services (ts) confirmed that the longevity decrease could be a result of the out of range ra lead measurements. It was indicated a revision procedure would be performed in the future. No adverse patient effects were reported.